Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging that this one touch ultra meter was set to the incorrect unit of measurement (uom). The senior medical affairs specialist spoke to the pt three days later to obtain/verify info. The last test prior to contacting lfs was performed on october 2005 at 9:45 am (result unk). He explained that he suspects the uom had been incorrect for 3 months. He developed symptoms shortly after the meter had inadvertently changed to "mmol/l"; however, he never correlated his symptoms to the change in the uom. He recalls seeing the decimal point and "not thinking too much about it". Throughout the three months, the pt had been taking humalog based on the meter readings and a set 25 units of lantus in the morning and evening. On an unspecified day, the pt contacted his dr due to his persistent symptoms (tingling sensation all over, diarrhea, stomach cramps). He took an aspirin and glycerin tablet prior to the appointment since he believed that he was having heart attack. At the appointment the pt obtained an 11.1 mmol/l (coverts to 200 mg/dl) on his meter and a lab test was performed. He called back several days later to inquire about his lab test result and a result of 461 mg/dl was reported. The pt's dr contacted him requesting that he make an appointment immediately. He was also advised to bring his meter along. At the appointment, a lab result of 229 mg/dl was obtained. He was given a new prescription and advised to purchase a new meter due to the uom issue. The pt confirmed that he never entered the meter settings during the time of concern. He could not recall when he purchased the meter or who set the meter options. The meter, test strips, and control solution were replaced.